Event description:
It was reported that a minimum fill notification occurred when customer tried to reload cartridge after pump reset, and no additional details were provided. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump could continue to be used and was instructed to call back if any malfunction code recurred, and no further technical support actions were required.